Manufacturer narrative:
(B)(4). Five unopened samples of product code vcp433, lot kkz820 were returned for analysis. The representative samples of product code vcp433 were examined for visual defects: appearance, color packages, wrinkles in the seal area, continuous seals, seal margins, over-sealing, and damage (torn, punctured). The packets were opened and during the visual inspection the needles/sutures were correctly placed on the winding former. The sutures were dispensed without problems and examined along of the strand and no defects or damaged were observed. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. According to the samples condition the assignable cause of the medical - patient related cannot be determined since no defects were observed on the packets or the sutures. The following information was requested, but unavailable: the patient demographic info: age, gender, weight, bmi at the time of index procedure on what tissue layer was the suture used? Were cultures performed of drainage? What are the results of the cultures? What medical intervention was performed? Results? Other relevant patient history/concomitant medications what medical intervention was performed to treat the reaction? Was the wound re-sutured? What is physician¿s opinion as to the etiology of or contributing factors to this event ? What is the patient¿s current status? Stable

Manufacturer narrative:
(B)(4). The kkz820 lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure on what tissue layer was the suture used? Were cultures performed of drainage? What are the results of the cultures? What medical intervention was performed? Results? Other relevant patient history/concomitant medications what medical intervention was performed to treat the reaction? Was the wound re-sutured? What is physician¿s opinion as to the etiology of or contributing factors to this event ? What is the patient¿s current status?

Event description:
It was reported that the patient underwent continuous intradermal stitch in nevus resection on (B)(6) 2019 and suture was used. No anomaly was observed during the procedure. On (B)(6) 2019, the wound discharged and turned red. The stitches were removed and the patient condition changed to better. It was reported that the patient complained much as it will impact beauty because the nevus is on the face. Additional information has been requested.